Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the initial drain. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) advised the hp to end the therapy and start over with all new supplies. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. Visual inspection, leak testing, clear passage testing and a clamp function test were performed with no issues noted. The device was also used with the homechoice (hc) device in the lab for a simulation of a real therapy, but there were also no problems found during this test. Therefore, the reported issue could not be confirmed and the cause was not identified. Should additional relevant information becomes available, a follow up medwatch will be submitted.